Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01778 and 2134265-2016-01780. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an, atlantis sr pro¿ imaging catheter and a sled to perform automatic pullback. During a procedure, it was noted that the machine is not doing pullback, nor generating image. The procedure was aborted. No patient complications were reported and the patient's status was stable.